Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and the reported incident was not duplicated. The fse performed running test in a getinge office, which was fine. The iabp did not require any repairs and the unit was released for clinical use.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp), a getinge intra-aortic balloon (iab) was inserted in an unstable angina patient, and an autofill failure alarm occurred upon pumping. The customer was unable to start iabp therapy, and although attempts were made to restart the iabp, the alarm would not disappear. The customer replaced the iabp with another cardiosave for therapy, but the same error occurred again. The customer then replaced the balloon with another iab, but the same error occurred again. Finally, the customer replaced both pumps and the iab catheter to continue therapy, and the error disappeared. However, the working units are not getinge products. No patient injury was reported. In addition, it was reported that there was mild tortuosity, sclerosis and calcification in the patient vessel. Please refer to the med-watch #2248146-2018-00523 for information on the intra-aortic balloon.